Event description:
Around one year postoperatively, a patient underwent revision surgery to remove a broken osseoscrew.

Manufacturer narrative:
The implant has not returned. The identifying lot number was not provided; therefore, a review of the device history records could not be performed. The root cause could not be determined at this time. If additional information is received, a supplemental report will be submitted.